Manufacturer narrative:
Intuitive has received the integrated electrosurgical unit (iesu) associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported failure (error c-34 on start-up and mono coag activation) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrical surgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported the coagulation function for monopolar quit working. Technical support engineer (tse) reviewed the logs and found multiple c-34. The customer was not getting any interference from any other esc or CT scan. The procedure was completed with no reported injury. The customer stated after the case he tried using the function and it still wouldn't work. The customer connected a force triad in line to finish the case. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the system was functioning normally prior to the event.